Event description:
It was reported that the patient's lead exhibited over-sensed noise which caused inhibition of pacing. The physician elected to explant the lead and replace it with a new one. The patient condition was stable throughout the procedure.

Manufacturer narrative:
The reported event of noise was confirmed. Final analysis found as received, a complete lead was returned in one piece. Visual inspection of the lead found an external insulation abrasion that breached the outer insulation and exposed the outer coil at the proximal region. The cause of the reported event was due to the exposure of the outer coil in the abrasion zone consistent with friction.